Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) reached out to the customer via phone and walked the user through relicensing their xhibit central station. Once the unit was re-licensed, the device operated as expected. While relicensing the xhibit central station resolved the reported issue, the cause of the loss of license could not be determined.

Event description:
The customer reported that while monitoring patients, their xhibit central station suddenly lost power. The user power cycled the xhibit central station and stated the unit was no longer functional due to a loss of license. There was no patient or user harm associated with this event.